Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") with abdominal pain lower, abdominal distension ("severe bloating"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, menorrhagia, abdominal pain, dyspareunia, libido decreased, alopecia, dysgeusia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia and pelvic pain to be related to essure. Company causality comment this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including chronic pelvic pain and abnormal bleeding (regarded as genital bleeding). The plaintiff had surgery to remove the essure implant approximately five years after insertion((B)(6) 2015). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, alternative explanation was not available for her pain. Regarding her bleeding, changes in the pattern or amount of menstrual bleeding have been reported with the use of essure. In this particular case, alternative explanation was not available for her bleeding. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") with abdominal pain lower, abdominal distension ("severe bloating / gastrointestinal/digestive system condition (severe bloating),"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), libido decreased ("diminished libido") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed to remove the essure devices.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal distension, dyspareunia, libido decreased, alopecia, dysgeusia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received. Lab data, concomitant condition was added. Updated outcome of event(menorrhagia). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") with abdominal pain lower, abdominal distension ("severe bloating / gastrointestinal/digestive system condition (severe bloating),"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), libido decreased ("diminished libido") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed to remove the essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal distension, menorrhagia, dyspareunia, libido decreased, alopecia, dysgeusia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs received, reporter added, event abnormal bleeding (vaginal) added,event outcome for event pelvic pain, abdominal pain, dysmenorrhea updated from unknown to recovered/ resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") with abdominal pain lower, abdominal distension ("severe bloating / gastrointestinal/digestive system condition (severe bloating),"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain/uterus and insides are being ripped and cut"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), libido decreased ("diminished libido"), fatigue ("fatigue"), herpes zoster ("shingles twice") and uterine contractions during pregnancy ("feeling of braxton hicks contractions /I did"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed to remove the essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, vaginal haemorrhage and uterine contractions during pregnancy had resolved and the genital haemorrhage, abdominal distension, dyspareunia, libido decreased, alopecia, dysgeusia, fatigue and herpes zoster outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, herpes zoster, libido decreased, menorrhagia, pelvic pain, uterine contractions during pregnancy and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : reporter added. New event added: herpes zoster, uterine contractions during pregnancy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") with abdominal pain lower, abdominal distension ("severe bloating"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, menorrhagia, abdominal pain, dyspareunia, libido decreased, alopecia, dysgeusia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including chronic pelvic pain and abnormal bleeding (regarded as genital bleeding). The plaintiff had surgery to remove the essure implant approximately five years after insertion((B)(6) 2015). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, alternative explanation was not available for her pain. Regarding her bleeding, changes in the pattern or amount of menstrual bleeding have been reported with the use of essure. In this particular case, alternative explanation was not available for her bleeding. This case was classified as incident since device removal was required. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.